Event description:
Two endeavor sprint drug eluting stents were implanted during the index procedure; one in the lad and one in the rca. An angiographic complication of dissection occurred in the 1st diagonal side branch during lad stent implantation.

Manufacturer narrative:
(B)(4).